Event description:
It was reported that during an unknown robotic case, the obturator of the trocar broke. No further details were provided. There were no adverse consequences for the patient. One device returning.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2024. D4: batch # y7016c. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b5lt device was returned with the obturator cannula damaged broken. In addition, the tyvek was returned along with the instrument. No conclusion could be reached as to what might have caused the damage observed at analysis. A manufacturing record evaluation was performed for the finished device batch y7016c number, and no non-conformances were identified.